Event description:
A nurse reported that she cut her finger when she tired to remove the knife from its packaging. No pt harm was reported. Customer incriminated that the new version of the packaging did not have enough space to catch the knife. No sample is available. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).